Event description:
Same case as MFR # 2134265-2009-02127. It was reported that during a coronary stenting treatment procedure, a vessel perforation occurred. The physician predilated the obtuse marginal (om) with a 2.50x12mm maverick balloon and then deployed a 2.75x23mm promus stent at 15atms for 20 seconds in the om. A 3.0x15mm quantum maverick balloon was used to post dilate the lesion and was inflated three times to 20atms for 20 seconds. A 3.25x8mm quantum balloon was also used to post dilate the lesion. After post dilation a perforation was noticed. The perforation was treated with a prolonged inflation with a 3.25x8mm non bsc balloon which was inflated to 24atms for 17 seconds and then to 6atms for 2 minutes. The physician then attempted to place a 3.00x12mm non bsc stent; however, the stent dislodged from the delivery device and was retrieved with a 1.50x6mm non bsc balloon which was inflated to 4atms. A 3.00x12mm maverick balloon was then inflated in the lesion to 8atms for 2 minutes, 8atms for 3 minutes and 8atms for 2 minutes. Three hours later the patient was brought back to the cath lab with left arm pain and it was found that the promus stent was 100% occluded. The lesion was treated with thrombectomy and a 3.0x8mm quantum maverick which was inflated three times to 8atms for 45 seconds. The procedure was successfully completed with no additional patient complications. The patient's current condition is listed as "fine".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. The manufacturing records were reviewed and no issues or discrepancies were found. This records review confirms that the devices met all material, assembly, and performance specifications. The most probable root cause of this complaint can be attributed to anticipated procedural complications.